Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) error code 13, the machine shuts down by itself. There was no harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: d9, h3.

Manufacturer narrative:
Updated fields - b4, d8, d9, e1 event site mail, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Additional information: contact person name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse checked the machine. The symptom is that when it is turned on, the machine shuts down by itself. When it is turned off, the machine reboots again and reports error code electrical error #13. Initial test. Remove the battery and turn on the machine. It can be used normally. When trying to put the battery in slot 1, the machine has the same symptoms. After that, try to remove the battery in slot 2 and try to turn on the machine. Can be used normally. Initially, it is recommended that customers use the battery temporarily in slot 2 and will order spare parts to check the symptoms for customers. Rebooted again, reported error code electrical error code 13 initially tested. Removed the battery and turned on the device. It can be used normally. Replaced the spare parts, new power management circuit and pneu component, and tested the operation of the device. Tested the battery charge in each slot. It can be charged normally in both slots. Tested the operation of the device. It can be used normally.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : e1 full event site ((B)(6) hospital co., ltd.).